Event description:
The pt was first treated on (B)(6) 2012 and received a 3.3 gbq therasphere dose to the left lobe of the liver. On (B)(6) 2012 the pt received 4.2 gbq dose to the right lobe of the liver. The pt was last seen at ctca-ermc on (B)(6) 2012 and was asymptomatic. Two to three weeks after the pt returned home she developed a cough and sob for which she was hospitalized. CT scan performed on (B)(6) 2012 showed suspicion of radiation pneumonitis, treatment included antibiotics and steroids. She spoke to dr (B)(6) on (B)(6) 2012 and indicated that she had been discharged from hospital but there was no improvement to her symptoms, she continues to have sob and remains on supplemental oxygen.

Manufacturer narrative:
Radiation pneumonitis is noted in the pi but is a rare serious adverse event. The treating physician has indicated that he feels the event to be probably related to therasphere, and the nordion physician agrees. The timing of the events seems to support the diagnosis of radiation pneumonitis but this is a rare event for therasphere. Have requested more recent lab results to understand how the diagnosis of radiation pneumonitis was confirmed. Also need to know what the pt's lung shunt fraction (not supplied by hospital) was to understand the cumulative dose to the lungs.